Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the insulin gauge was inaccurate across multiple cartridges. Additionally, it was reported that the customer miscalculated the amount of carbohydrates when delivering a bolus. Customer's blood glucose ranged from 150-400 mg/dl. Customer reverted to manual injections for alternate insulin therapy.